Event description:
Pt received treatment for spider veins on upper and lower legs with a vbeam laser. Over the shins and ankles the pt developed a blue-green pigmentation at all treatment sites. The pigment change is still present after one year. The upper legs were not effected. Pt was on estratest - 1.25mg and estring - 2 mg.